Manufacturer narrative:
(B)(4) - (dlk - stage iii). Evaluation: equipment was evaluated by a clinical development manager (cdm) after the event. Performance test were done including a visual examination. Laser gel testing and flap thickness where within specifications. No problem was found with equipment. Room was constant at 20 degrees/rh40%. It was noticed that air unit was directly above the ifs; however, this has always been the case. Cdm verified with account what changes were made prior to the reported cases and they mentioned: the ifs upgrade, the use of disposable instruments from malosa medical -(B)(4)-, the tracker arm of the nidek excimer laster and the use of pred-forte instead of fml. System meets amo specifications.

Event description:
Pt had bilateral intralase procedure on (B)(6) 2010 and on (B)(6) 2011, customer reported that pt had grade 3 dlk on right eye (od) and had flap lifted. Left eye (os) was clear. Pt is slowly improving on day 1 post-operation.